Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. The suspect pump was returned for evaluation and had physical damage on ac socket and rear housing. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the ac socket and rear housing were damaged. The reported issue was confirmed; however, the probable cause was identified as a defective dso sensor. The dso sensor was replaced, which resolved the issue and also replaced clock battery. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the pump did not work. Upon further investigation, it was identified that the downstream occlusion (dso) sensor was not functioning properly. This malfunction makes the event reportable. There are no patient involvement and no adverse event reported.